Manufacturer narrative:
On 28-jan-2020, mentor received additional information that the patient underwent implant exchange due to notably lax skin and lower poles of the breast, and undesirable breast scars. After clinical review of this file performed on 05-feb-2020, it was decided to add code 2613 for cutaneous contour deformity to more accurately capture the reported event. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information reported, the patient presented right ruptured silicone gel implant. Additionally, she reported that desires removal and replacement of breast implants. Bilateral undesirable breast scars, and relaxation of left areolar diameter. During evaluation of the device it was observed to be ruptured and received incomplete. Microscopic examination was performed and the cause of the rupture could not be identified. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma,excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot it should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related to the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: implant exchange. Concomitant medical products: 275cc smooth mentor memorygel breast implant, catalog # 3502751bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent an unspecified breast surgery with a 375cc smooth mentor memorygel breast implant has experienced postoperative right-sided rupture. The patient underwent bilateral implant exchange with non-mentor devices on (B)(6) 2020, and rupture was discovered during the procedure.